Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to an imaging component failure. Additional evaluation findings are as follows: 1.) Air/water leakage due to chemical/physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of poor image quality. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the event ¿no image¿ was due to fluid ingress in the cable of the charge coupled device (ccd) unit. Because the cause of fluid ingress is unknown, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.